Event description:
During the insertion of vas-cath in the internal jugular vein, the pt developed increasing difficulty breathing. Cxr was ordered and showed questionable placement. The pt had a cardiac arrest and expired despite efforts.